Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient was pre-operatively diagnosed with failed l3 through s1 fusion with hardware fracture and underwent the following procedures: exploration of lumbar fusion. Revision l3-s1 pedicle screw fusion. Posterolateral bone grafting with autologous iliac crest bone graft through separate incision and bone morphogenic protein. Indications of procedure: the patient is 10 months status post l3 through s1 pedicle screw and interbody fusion. The patient has had recent recurrence of low back pain and bilateral lower extremity pain. Evaluation with x-ray and CT scan reveals fracture of the s1 pedicle screws and poor fusion at the interbody grafts. As per op-notes, ¿all hardware from l3 through s1 was exposed bilaterally. All connectors were removed and each screw was checked for firmness. The heads of the s1 screws were broken off below the posterior surface of the s1 pedicle. Attention was then turned to posterolateral grafting. Infuse bone morphogenic protein soaked sponges were rolled around autologous cancellous bone harvested from the iliac crest and laid out across the transverse processes from l3 to sacral ala bilaterally. It should be noted that until the bone morphogenic protein was placed in the wound, cell saver suction was used.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.